Manufacturer narrative:
(B)(6).manufacturing facility - this device was manufactured at one of the two following manufacturing sites: baxter healthcare - aibonito rd 721 km 0 3 po box 1389 aibonito, 00705 puerto rico baxter healthcare - cartago 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial cartago, 30106 costa rica the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air in line was observed in an unspecified quantity of one-link non-dehp standard bore catheter extension sets; this was further described as air tends to accumulate in the tubing despite priming the line. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.